Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device alarmed with an e630 (screw rotation error) error code. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.